Event description:
Complainant alleged that during biomed testing the device was set to 200 joules but was unable to charge past 50 joules and also displayed a "charge error" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a f/u report when our investigation is completed.